Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that upon inspection, the vasoview hemopro 2 heater wire found to be bent out of the box. Device was not used on a patient.

Manufacturer narrative:
(B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/16/2025. An investigation was conducted on 06/19/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. The device was returned inside an opened product packaging inside the product box. The plastic protective wrapping was not returned for evaluation. The plastic protective carrier was observed to be in open state. The there were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed, no additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000463125 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.